Event description:
A user facility area technical operations manager (atom) reported to fresenius that three of the six wires on the motor protection switch of an aquabplus reverse osmosis (ro) system sustained thermal damage. The reported issue was discovered during machine repair after the system initially experienced an f-04-51-03 alarm (t1 test, p-s switch defective) during stage 1. The atom reversed two wires on the motor protection switch which resolved the alarm, however the machine then had excess water flowing into the drain in emergency stage 2. The atom found that there was a loose connection on the circuit board, which was tightened. Wires on the motor protection switch were also found to be fried and burnt. During follow-up the atom stated that two of the wires were cut back and one wire was replaced along with the motor protection switch to resolve the reported thermal damage. The atom stated that the ro system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the identified thermal damage. The atom confirmed there was not any observed burning smell, smoke, spark, flame, or arcing. The atom noted that one or two fuses in the main breaker ¿popped¿ which were also replaced. The atom confirmed there were no blown fuses in the local power supply, nor any local power grid issues on or around the event date. The atom stated that the system is secured into the main breaker. When asked whether the thermal damage was related to the initially reported pump issue, the atom confirmed that the thermal damage was not sustained during troubleshooting for the pump alarm. The atom stated that the complaint samples have been discarded and are not available to be returned to the manufacturer for physical evaluation. The atom noted that there were no signs of wear to the motor protection switch upon discarding it.

Manufacturer narrative:
Plant investigation: no parts nor machine files were returned to the manufacturer for evaluation. The most likely failure causes for the overheated wiring and blade receptacle include a bad electrical contact and issues with the local power supply. The service history of the system was reviewed and it was determined that the recommendations from previous complaint investigations were likely not followed and the inadequate wiring design remained in use. The version of the wiring design was requested however a response was not received. Photographs of the sample were also not provided. The pump was also found to be rotating in the wrong direction and the rotary field was changed by swapping two wires at the contactor. The cause of this issue is most likely related to a change in the power supply. An incorrect rotation direction will result in a higher pump current and a switch/relay trip which add thermal stress and causes interruption to the system operation. According to the available information the device is back in service after replacement of the power cord and motor protection switch. If not already done, it is strongly recommend that the wiring at the motor protection switch be replaced at stage 1 and 2 along with the blade receptacle against the improved design which was announced with a change notification. The power supply of the facility should also be checked for proper function and line fluctuations.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that three of the six wires on the motor protection switch of an aquabplus reverse osmosis (ro) system sustained thermal damage. The reported issue was discovered during machine repair after the system initially experienced an f-04-51-03 alarm (t1 test, p-s switch defective) during stage 1. The atom reversed two wires on the motor protection switch which resolved the alarm, however the machine then had excess water flowing into the drain in emergency stage 2. The atom found that there was a loose connection on the circuit board, which was tightened. Wires on the motor protection switch were also found to be fried and burnt. During follow-up the atom stated that two of the wires were cut back and one wire was replaced along with the motor protection switch to resolve the reported thermal damage. The atom stated that the ro system has been returned to service. There was no patient involvement nor personal harm to anyone as a result of the identified thermal damage. The atom confirmed there was not any observed burning smell, smoke, spark, flame, or arcing. The atom noted that one or two fuses in the main breaker ¿popped¿ which were also replaced. The atom confirmed there were no blown fuses in the local power supply, nor any local power grid issues on or around the event date. The atom stated that the system is secured into the main breaker. When asked whether the thermal damage was related to the initially reported pump issue, the atom confirmed that the thermal damage was not sustained during troubleshooting for the pump alarm. The atom stated that the complaint samples have been discarded and are not available to be returned to the manufacturer for physical evaluation. The atom noted that there were no signs of wear to the motor protection switch upon discarding it.